Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, both the right atrial (ra) and the right ventricular leads had noise reversions with oversensing. The ra lead had some short inappropriate automatic mode switching episodes. The device was programmed to ¿pacer off¿ during noise reversions; however, no further intervention was performed. The patient was stable.